Event description:
Revision due to mass in right groin. Reported - severe pain, grinding patient struggles to straight leg raise.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additional event information was not supplied to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: the complaint, originally (B)(4), was re-opened upon receiving further information from (B)(6) which was: update 12 jan 2018. Pinnacle spreadsheet receive. Added patient details, affected side, added product record for the acetabular cup and corail. Corrected doi. No products or patient records were ever returned. A complaint search and DHR review were conducted previously, the results of which were documented in (B)(4), a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history lot: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.